Event description:
Pt in for surgical repair of fractured left hip. Sudden drop in oxygen saturation noted approx 5-10 minutes after the insertion of the bone cement, resulting in respiratory/cardiac arrest and death.